Event description:
The customer reports that during a laparoscopic procedure, the device failed. No further information availabe. Used another device to complete procedure. No patient consequence.

Manufacturer narrative:
H6: code 400=cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone error was noted during testing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."